Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0vapd, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported via manufacturer representative that there was a problem or something was wrong with implantable neurostimulator (ins). The patient didn't state what the issue was. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the patient 's first experienced issue with the device was on (B)(6) 2016. I t was reported that it was up to greater 7 on the lead 1. The patient experienced symptom of frequency. The troubleshooting performed was "lead testing". Intervention taken was to change the program to program 2 and the patient issue was resolved. The patient has a follow up in 2 weeks.